Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement, surgeon: (B)(6), (B)(6) hospital, (B)(6) 2018. The broach got stuck on the handle, the broach appears to have a defect near the attachment point making it hard to get on & off the broach handle. The broach was no longer used & removed from the sterile field, (B)(6) rep ordering a new one for the hosp, appears to be no adverse effect on the patient. (B)(6) consignment set. One minute delay to procedure.

Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.